Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return, the atrial patient connector was broken. Analysis further noted that the battery drawer was broken, the device failed an incoming test on the automated test system and that a screw was missing from the lower case. The defective and missing parts were to be replaced, the device was retested and passed.

Event description:
The external pulse generator was returned for repair of a connector. No patient complications have been reported as a result of this event.